Event description:
Hcp reported pt presented in emergency room with withdrawal symptoms. Pt was vented. Hcp did catheter access port procedure. Hcp assumes pt has a catheter kink. There was a reservoir volume discrepancy, where they expected 4.5 cc and got back 8.5 cc. Hcp not certain what to expect when they do a catheter revision. No report of device explantation. A follow up report will be sent when additional info is received.